Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The patient's mother questioned high results on the patient's coaguchek xs meter with an unspecified serial number compared to the dr's coaguchek xs meter with an unspecified serial number. Different strip lots were used with each meter. This medwatch will cover strip lot 33449916 used with the patient's meter. Refer to medwatch with patient identifier (B)(6) for information strip lot 29494511 used with the dr's meter. The result from the dr's meter was 6.3 inr. The result from the patient's meter was 4.3 inr. The patient tested at home on their meter later the same day with a result of 4.7 inr. The patient had been ill recently with vomiting, so the high results were not expected. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation.

Manufacturer narrative:
The related retention test strips were tested in comparison to master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.